Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 due to pain at the magnet site. The internal magnet was removed and an abutment was placed. The implanted device remains.